Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (1 gram once in 4 days, route not reported), injection fortum (1 gram, frequency and route not reported) and injection imipenem (250 milligram, twice per day and route not reported) for peritonitis. The patient¿s outcome was unknown. The action taken with dianeal therapies was not reported. No additional information is available.